Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Firing trigger teeth the analysis results found that the ats45 device was returned with the firing mechanism damaged and with a reload present. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the returned device. However the reload was tested for functionality with a test device. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The returned device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was previously fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date.

Event description:
It was reported that during an unknown procedure, the stapler didn't work. The stapler did not fire the load. Unknown how case was completed. There were no adverse consequences for the patient.